Manufacturer narrative:
MDR 3003442380-2024-03064 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the event of infusion set fell off during use with 3 infusion sets between 26-march-2024 to 04-april-2024. The infusion sets had been used for a day at the time of event. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.